Manufacturer narrative:
(B)(4).

Event description:
It was reported that the app locked up the mobile device. Data was evaluated and confirmation of the allegation and a probable cause could not be determined. In addition, an app crash was found in connection to the reported allegation. The reported event of the app locked up the mobile device is reportable based on the finding of an app crash. No injury or medical intervention was reported.